Manufacturer narrative:
Report source: (foreign) : (B)(6).

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer es 115v packaged was received with damaged packaging. Air sensor out of its original position. Intermittent failure in set detection alarm. Does not recognize the set. No adverse patient effects were reported.